Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from plug unit. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the nozzle of the gastrointestinal videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to defect found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no malfunction of the reprocessing accessories. The surface of the scope was wiped during precleaning and wiped/brushed during manual cleaning. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to deformation of the plug unit, the insulation resistance value at the distal end did not meet the standard value due to a adhesive peeling on the bending section cover, the water supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was worn, and the connecting tube was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.